Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 1627487-2022-01975. It was reported that the patient was experiencing ineffective therapy. Diagnostic testing revealed that one of the leads has high impedances. As result the leads were explanted and replaced resolving the issue. It is unknown which lead has high impedances so both were explanted and replaced.